Event description:
Alleged the brake and steer are not working very well.

Manufacturer narrative:
The technician found the brake will engage but would not hold due to a worn brake linkage assembly. The technician replaced the brake assembly to repair the stretcher.